Event description:
It was reported to boston scientific on (B)(6) 2010: "wpw ablation. Female patient (B)(6). They used a 4 mm catheter for a majority of the case. At the end of the case they switched to a 8 mm. The day after the case the patient had 3rd degree burns on her lower right back, which need skin grafts."

Manufacturer narrative:
During product analysis, the ept generator passed 25 times power on self test and all final test steps that were performed. Environmental stress test was performed at low and high temperature, high and low line voltages with no problem found. Combined testing was also performed with the ept1000 800xp generator and xp apm while delivering rf with no problem found. The devices passed all performance criteria of its final test procedure. Visual inspection of the devices did not show any problems. The devices did not exhibit any malfunction which would account for the customer's complaint. Device history record was reviewed for the ept generator, apm and footswitch and there were no prior service records for these devices. This complaint belongs to complaint class that is been investigated. Possible causes for burns may include inadequate skin preparation, improper number of pads used, improper or poor pad application, pads placed over the adipose tissue, scar tissue, or bony prominence. Pads may also become dislodged due to patient movement. The risk of a patient burn is increased when there is poor contact quality between the ground pad and the patient because the current is concentrated at the contact points rather than dispersed over the entire grounding pad. As a current control, the ept-1000 operator's manual contains precautions regarding the potential for skin burns, section 6 of the operator's manual indicates proper set up and application of the dip electrode. Additionally, impedance is monitored during standby and delivery to ensure acceptable value, and the device is 100% tested in manufacturing. Based on the complaint analysis, the ept-1000 800xp, apm and footswitch devices functioned as intended. We were unable to investigate the ground pad because it was not returned. Due to the limited information received regarding this complaint event and numerous possible causes for burns, we were unable to determine the root cause for the complaint.

Event description:
It was reported to boston scientific on (B)(6) 2010: "wpw ablation. Female patient (B)(6) of age. They used a 4 mm catheter for a majority of the case. At the end of the case they switched to a 8 mm. The day after the case the patient had 3rd degree burns on her lower right back, which need skin grafts."

Manufacturer narrative:
Based on the complaint analysis, the ept-1000 800xp, apm and footswitch devices functioned as intended. We were unable to investigate the ground pad because it was not returned. Due to the limited information received regarding this complaint event and numerous possible causes for burns, we were unable to determine the root cause for the complaint. While the results of our investigation were not determinative, it was previously reported that the complaint products were used in conjunction with two boston scientific blazer ii xp catheters. Please note that the directions for use for the blazer ii xp cardiac ablation controller is indicated for use with the ept-1000xp cardiac ablation controller and accessories for the treatment of sustained or recurrent type I atrial flutter in patients age 18 or older.

Event description:
It was reported to boston scientific on march 16, 2010: "wpw ablation. Female patient (B) (6). They used a 4 mm catheter for a majority of the case. At the end of the case they switched to a 8 mm. The day after the case the patient had 3rd degree burns on her lower right back, which need skin grafts."

Manufacturer narrative:
(B) (4). A follow-up report will be submitted once investigation is completed.